Event description:
A us distributor reported that a battery charger had battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to contamination on the battery board pca and a shorted q1 current-controlling transistor on the bedside pca. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted q1 was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.